Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician inadvertently lost guidewire access to the ipsilateral leg of the aortic body graft. After a prolonged procedure, guidewire access was successfully re-gained and the iliac limb stent grafts were successfully deployed. The final angiogram showed the presence of a type ia endoleak that could not be resolved with the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the patient returned for a follow-up CT and showed no evidence of a type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.